Manufacturer narrative:
(B)(4). Date sent: 05/02/2023. D4: batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Did the patient receive any additional medical or surgical care based on the bleeding or did it resolve on its own? Did the hospital stay extend longer than normal for this type of procedure? If yes, how many days? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Response: the surgeon has no further interest in discussing the case. From the discussion, the only other information was that the patient was discharged yesterday. Bleeding from the anus was only observed on day one. Patient was male, tumor case. There was no change in treatment post op, only observation. Patient was never discharged until yesterday, they remained in the hospital from the surgery until now. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported the patient was operated on yesterday. There was a large staple line bleed post operatively. This was picked up due to blood exiting the anus this morning. During the procedure there was no bleeding visible. Sigmoidoscope was used intra op, with picture taken, additionally no bleeding was noticed on the external surface of the anastomosis before closing after careful examination and after leek test was performed. Post operative case will not be altered. No revision surgery needed or additional medical intervention.